Event description:
It was reported that the cast cutter overheated. The device was sent in for service with no additional comments. Multiple attempts to gather additional info on the event were unsuccessful. Adverse consequences are unk, but at this time there have been no known adverse consequences reported.

Manufacturer narrative:
The cast cutter was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was a faulty rocker switch, as well as, a number of worn or damaged components.